Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator (ICD) after an episode of non sustained right ventricular oversensing (nsrvo). This was possibly due to myopotential oversensing. Programming changes were made. Isometrics did not reproduce oversensing post programming changes. No patient symptoms reported. Patient continued to be monitored with routine follow-up.